Event description:
Patient presented to the physician with ongoing tongue weakness, slurred speech, and headaches since the implant procedure. Physician prescribed two courses of steroids and recommended speech therapy for continuing care.